Event description:
Customer called to report that he had high blood glucose and ketoacidosis. Customer stated that the paramedics were called and he was taken to the hospital. The blood glucose reading was 301 mg/dl when the paramedics arrived. Customer stated that he had short term memory issues. Customer also stated that his insulin pump drive support is flush. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support cap was inspected and no anomaly was noted.